Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. The device was returned for further examination. Visual examination concludes that the returned tasp exhibits signs of repeated use and the post feature has fractured off, one small piece not returned as specified in complaint. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The customer has returned the product and it is awaiting evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after templating, the trials were taken apart and fractured during disassembly.